Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/left side was hurting') and endometrial ablation ('ablation') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included rash, depression, hypertension, morbid obesity, obstructive sleep apnea syndrome, attention deficit hyperactivity disorder, dermatitis, lipids abnormal, ovarian cyst, ovarian cystadenofibroma, ovarian cystadenoma, adenomyosis uteri, uterine leiomyoma, chronic cervicitis, uterine hypertrophy, hypertrophic elongation of cervix, endometriosis externa, ovarian neoplasm, abdominal adhesions, uterine adhesions and body mass index increased. Previously administered products included for an unreported indication: ritalin. Concurrent conditions included morbid obesity, rotator cuff injury and meniscus tear. Concomitant products included ibuprofen. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and arthralgia ("joint pain"). In 2008, the patient experienced fatigue ("fatigue"), mood swings ("mood swings") and hypertension ("hypertension") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient underwent endometrial ablation (seriousness criterion medically significant). In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient was found to have weight decreased ("weight loss") and experienced gastrooesophageal reflux disease ("acid reflux"). In 2012, the patient experienced visual impairment ("left eye sight has worsened"). In 2013, the patient experienced nausea ("nausea"), anxiety ("anxiety"), migraine ("migraines / headaches") and teeth brittle ("dental problems: tooth crumble under a crown"). In 2016, the patient experienced vaginal discharge ("vaginal discharge") and fungal infection ("yeast infections"). In (B)(6) 2018, the patient experienced sciatica ("sciatic nerve"). In (B)(6) 2019, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain "), headache ("headaches"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and vulvovaginal pain ("vaginal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy, bilateral salpingo-oophorectomy and surgery). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the pelvic pain, endometrial ablation, dyspareunia, abdominal pain, back pain, vaginal discharge, headache, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, nausea, weight increased, weight decreased, mood swings, fungal infection, anxiety, migraine, hypertension, teeth brittle, dysmenorrhoea, visual impairment, gastrooesophageal reflux disease, sciatica, arthralgia and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, fungal infection, gastrointestinal disorder, gastrooesophageal reflux disease, headache, hormone level abnormal, hypertension, migraine, mood swings, nausea, pelvic pain, sciatica, teeth brittle, urinary tract disorder, urinary tract infection, vaginal discharge, visual impairment, vulvovaginal pain, weight decreased and weight increased to be related to essure (ess205). The reporter commented: she received treatments for events bladder problems, urinary problem, bladder infection, uti, vaginal discharge. Essure removal not planned as the patient is unable to afford surgery. Discrepancy noted: date(s) of insertion: (B)(6) 2007 (discrepancy noted- as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.2 kg/sqm. Ultrasound scan vagina - on (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/left side was hurting') and endometrial ablation ('ablation') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included rash, depression, hypertension, morbid obesity, obstructive sleep apnea syndrome, attention deficit hyperactivity disorder, dermatitis, lipids abnormal, ovarian cyst, ovarian cystadenofibroma, ovarian cystadenoma, adenomyosis uteri, uterine leiomyoma, chronic cervicitis, uterine hypertrophy, hypertrophic elongation of cervix, endometriosis externa, ovarian neoplasm, abdominal adhesions, uterine adhesions and body mass index increased. Previously administered products included for an unreported indication: ritalin. Concurrent conditions included morbid obesity, rotator cuff injury and meniscus tear. Concomitant products included ibuprofen. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and arthralgia ("joint pain"). In 2008, the patient experienced fatigue ("fatigue"), mood swings ("mood swings") and hypertension ("hypertension") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient underwent endometrial ablation (seriousness criterion medically significant). In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient was found to have weight decreased ("weight loss") and experienced gastrooesophageal reflux disease ("acid reflux"). In 2012, the patient experienced visual impairment ("left eye sight has worsened"). In 2013, the patient experienced nausea ("nausea"), anxiety ("anxiety"), migraine ("migraines / headaches") and teeth brittle ("dental problems: tooth crumble under a crown"). In 2016, the patient experienced vaginal discharge ("vaginal discharge") and fungal infection ("yeast infections"). In (B)(6) 2018, the patient experienced sciatica ("sciatic nerve"). In (B)(6) 2019, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain "), headache ("headaches"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and vulvovaginal pain ("vaginal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy, bilateral salpingo-oophorectomy and surgery). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the pelvic pain, endometrial ablation, dyspareunia, abdominal pain, back pain, vaginal discharge, headache, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, nausea, weight increased, weight decreased, mood swings, fungal infection, anxiety, migraine, hypertension, teeth brittle, dysmenorrhoea, visual impairment, gastrooesophageal reflux disease, sciatica, arthralgia and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, fungal infection, gastrointestinal disorder, gastrooesophageal reflux disease, headache, hormone level abnormal, hypertension, migraine, mood swings, nausea, pelvic pain, sciatica, teeth brittle, urinary tract disorder, urinary tract infection, vaginal discharge, visual impairment, vulvovaginal pain, weight decreased and weight increased to be related to essure (ess205). The reporter commented: she received treatments for events bladder problems, urinary problem, bladder infection, uti, vaginal discharge. Essure removal not planned as the patient is unable to afford surgery. Discrepancy noted: date(s) of insertion: (B)(6) 2007 (discrepancy noted- as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.2 kg/sqm. Ultrasound scan vagina - on (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Reporter information, patient medical history, product removal details added. Removal surgery added for event pelvic pain. Case become serious incident. Action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.